Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead could not be fixed well due to the target vessel being thick and dislodged when slitting the sheath. The lead was not used and a new lead was attempted. That lead caused the patient to experience diaphragmatic stimulation and was not implanted. A new lead was then implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.